Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Lens was inspected under microscope at 10x and it was found to have stains adhered to both sided of optic body compatible with handling lens in an unsterile environment. Diopter measurement: diopter measurement results showed that the lens for serial number (B)(4) belongs to diopter 15.0. The product met the acceptance criteria.

Event description:
We received a report concerning a patient who had an intraocular lens explanted from her right eye after experiencing an unexpected post-operative refraction. No patient injury was reported.